Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had a buttons issue. Customer¿s blood glucose value was unknown. Customer's mother stated that they were pressing multiple times before it responding. The device will not return for the analysis.